Event description:
It was reported that the cannulated probe broke apart. Used jam shidi to complete the procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the k-wire was examined visually and confirmed to be broken. The k-wire broke through ductile overload at multiple fracture initiation sites. Review of manufacturing records did not reveal any related manufacturing issues. Conclusion: the root cause is multifactorial.

Event description:
It was reported that the cannulated probe broke apart. Used jam shidi to complete the procedure.